Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 while on pump therapy, paused and removed the pump, and administered a subcutaneous insulin injection, after which insulin delivery was later resumed; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia and marked sleepiness or difficulty awakening. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.